Manufacturer narrative:
The 510k # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would power off during use. The medical surveillance specialist (mss) spoke with the patient on september 16, 2010 and obtained the following information. The patient reported that the alleged power issue began several months prior to contacting lfs. The patient informed the mss that he was tested his blood glucose 5x/day and managing his diabetes with a set dose of insulin in the morning and evening. As a result of the alleged issue, the patient stated he was unable to test his blood glucose; however, would test intermittently using a friends meter. On an unspecified day in (B)(6) 2010, the patient claimed he did not feel well. The patient reported feeling chest pain, shortness of bread, shaky, anxious, and was vomiting. In response to the symptoms, the patient stated that emergency services was called. When ems arrived, the patient claimed his blood glucose was "389 mg/dl" when tested with the ems meter. The patient reported that ems treated him with a pill for the chest pain and then transported him to an emergency room. When he arrived to the ER, the patient confirmed his blood glucose was tested with an ER/hospital meter and was over "300 mg/dl." The patient claimed he was treated with insulin while in the ER and was hospitalized for a couple of days. At the time of the follow-up, the patient informed the mss that he did replace the subject meter's batteries; however, the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.